Event description:
Discordant advia centaur (B)(6) results were obtained on patient samples. The customer declined to share patient information except to say that the initial patient's results were not reported to the physicians. The samples were rerun and the corrected results were reported. It is unknown if there was any patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant patient results was due to a crack in the wash 1 cover and the manifold. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.